Event description:
It was reported that the itrak 3500l would not initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the uninterruptible power supply was faulty and was replaced. The system was tested and found to be working as intended and placed back into service.